Manufacturer narrative:
Two adminstration set were received for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a red stain is visible inside the air vent of the filter. One device underwent leak testing; a leak was observed at the air vent of the filter in the sample. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.

Event description:
Information was received that while infusing chemotherapy, tubing was leaking around the filter. Gauze ws placed over the filter, and infusion continued. No patient injury resulted.